Event description:
Caller reported damage to the pump housing and usb port, noting that the bent usb inside the silver part affected charging capabilities. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending the caller a replacement pump. The customer continued to use the pump for insulin therapy.